Manufacturer narrative:
Reference MFR# 2916596-2020-05177 for previous admission; reference MFR# 2916596-2020-05281 for the multiple debridements. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for worsening infection on (B)(6) 2020. Additional information received on 19oct2020 reported that the source of the patient's infection was their driveline. The patient was admitted for an ongoing driveline infection with multiple bacteremia. The patient is on suppressive antibiotics and has had multiple debridements. The patient was placed on continued ertapenem 1gm intravenously every 24 hours.